Manufacturer narrative:
Section h3 device evaluated by mfg of supplemental 001 medwatch report indicates: blank section h3 device evaluated by mfg of supplemental 001 medwatch report should indicate: yes.

Event description:
The customer contacted physio-control to report that their device had displayed an 'abnormal shock' message and had illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device was providing monophasic shocks, causing a partial loss of defibrillator output energy. There was no patient use associated with the reported event.

Manufacturer narrative:
A third-party service agent replaced the biphasic pcb assembly and subsequently observed proper device operation through functional and performance testing. The device was then returned to the customer for use. Physio-control further evaluated the replaced biphasic pcb assembly, and the cause of the reported issue was determined to be due to shorted transistors. Designators q5 and q6, which caused the device to deliver monophasic energy.

Event description:
The customer contacted physio-control to report that their device had displayed an 'abnormal shock' message and had illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device was providing monophasic shocks, causing a partial loss of defibrillator output energy. There was no patient use associated with the reported event.

Manufacturer narrative:
(B)(4). The device was not returned to physio-control. A third party service agent performed an initial evaluation of the customer's device and verified the reported issue. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56. Device not evaluated by manufacturer.

Event description:
The customer contacted physio-control to report that their device had displayed an 'abnormal shock' message and had illuminated its service led. Upon initial evaluation, the third-party service agent observed that the device was providing monophasic shocks, causing a partial loss of defibrillator output energy. There was no patient use associated with the reported event.